Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The reason for mesh implantation: abnormal uterine bleeding, stress urinary incontinence, pelvic organ prolapse. The procedure performed: laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, vaginal vault suspension via posterior intravaginal sling plasty, urethropexy via anterior intravaginal sling plasty, enterocele closure, anterior colporrhaphy, posterior colporrhaphy, perineorrhaphy, and cystoscopy. Findings: were of an enlarged uterus with normal tubes and ovaries. She had adhesions from prior cholecystectomy. Complications post implant surgery: patient did not develop any serious complications until (B)(6) 2009. She had difficulty holding urine, urinary leakage, dark vaginal discharge and reports urgency. Having trouble with mesh erosion and chronic urinary tract infection she was treated with estrace 0.5 mg until (B)(6) 2012.